Event description:
It was reported by the customer that during a thoracotomy procedure, the device did not affectively staple the tissue. The surgeon had to use 4.0 prolene to repair the staple defect site. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.